Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was noted bu philips healthcare distribution prior to shipping to customer, that during testing the heartstart xl paddles would not discharge.